Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl and 40 mg/dl. The caller stated that the low blood glucose levels were caused by several months of no delivery alarms form their insulin pump. In addition to the no delivery issues, the customer mentioned that the sensor feature was not working correctly. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels by eating candies and cookie. The customer declined troubleshoot for low blood glucose. The product will not be returned for analysis.